Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. Based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this symptom with this product. Root cause description: based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle 26g x 3/8 in experienced a broken needle which occurred during use. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. Event description: caller reported [1 needle broke and 2 were lost]. Number of occurrences: [3]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot #: unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No. Resolution: caller was able to successfully fill a cartridge. No further action required. Contact reported 2 additional needles that were used for practice. No issues reported.